Event description:
A technical customer advocate (cta) was contacted with regard to erratic hemoglobin results generated using a cd sapphire analyzer. One pt sample had a hgb=7.2 g/dl result. The sample was repeated in resrbc made with a resulting wbc=150 k/ul, no flagging and a hgb=9.2 g/dl. Over 4 runs in different modes the hemoglobin result recovered as 7.2, 7.4, 8.0 and 9.0 g/dl. The customer then performed a spun hematocrit obtaining a 28% result. The sample was then run on an alternate cd sapphire in all 3 modes obtaining a hgb=9.5 g/dl result. The sample was repeated on a cd 1800 with a result of 10.2 g/dl result. No impact to pt management was reported.